Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that they experienced a c-34 error with their erbe device. The user attempted to resolve the issue by restarting the erbe, but the problem persisted. Consequently, they switched to using external cautery for both monopolar and bipolar functions to complete the surgery. The tse reviewed the logs and confirmed multiple errors, including c-34, c-53, and m-18. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer called technical support engineer (tse) to report that they were facing error c-34 on generator. They attempted to restart the unit with no change. Field service engineer (fse) reached out to the customer who confirmed that the issue was resolved once the cables and instruments were changed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause could be attributed errors pointing to erbe generator such as c-34. This error indicates a lower voltage than expected during energy activation.